Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a trek 2.5 x 15 mm balloon catheter separated into 2 parts. No clinically significant delay in the procedure or adverse patient effects was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event is estimated. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.